Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was pre-mapping the right ventricular leadless pacemaker (vlp) and a jump was observed during the first screw-in after pre-mapping therefor a screw-out was performed. The same phenomenon occurred during the second screw-in attempt at a different location after a protective sleeve was placed over the vlp, so screw-out was performed again. The protective sleeve was placed over the vlp again, and the helix was confirmed to have extended during manipulation within the right ventricle. When the vlp was removed from the body and checked, it had become caught in the protective sleeve and had extended to its full extent. The vlp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.